Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of november 15, 2022, was chosen as the best estimate based on the procedure which happened sometime in november 2022 and 14 days post-procedure (pod14) urinary tract infection. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf impact code f2303 captures the reportable event of treatment with antibiotics for seven (7) days.

Event description:
It was reported that a nottingham ureteral dilator was used during a ureteroscopy with stone removal procedure performed some time in november 2022 to treat a patient with ureteral stone. 14 days post-procedure, the patient's urine culture was positive for infection which was treated with antibiotics for seven (7) days. Per physician's assessment, the event was not serious, was possibly related to the device, and probably related to the procedure.